Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional (hcp) reported that a patient was injected with juvéderm® volbella¿ xc a vascular occlusion was captured. Standard treatment was provided, which resolved the issue. It is not required for the device to be returned per procedure. DHR not required at this time. The event is not a new or novel event, and based on the severity of the individual occurrence, no product related CAPA required at this time. Additional actions, which may include CAPA activity and/or escalation of noted issues to qsmr will be taken if an outlying trend for an event is noted as part of the signal detection process trending.